Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd secondary administration set experienced the tubing detaching, and leakage. The following information was provided by the initial reporter: the tubing detached where the drip chamber attaches to the tubing. Perhaps the glue process was faulty. Chemotherapy on her hand and had to use our exposure cleaning process.

Event description:
It was reported that the bd secondary administration set experienced the tubing detaching, and leakage. The following information was provided by the initial reporter: the tubing detached where the drip chamber attaches to the tubing. Perhaps the glue process was faulty. Chemotherapy on her hand and had to use our exposure cleaning process.

Manufacturer narrative:
H6: investigation summary : though no photo or sample was received, this complaint fits the description of a known issue with this set. The separation below drip chamber is due to a lack of solvent applied during assembly of the infusion set. The manufacturing team is aware of this issue and there are corrective actions in place to resolve the issue. A device history record review for model 11448964 lot number 22019132 was performed. The search showed that a total of (B)(4). Units in 1 lot number was built on 19jan2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. CAPA 3974230 has been initiated.